Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified popliteal artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 8atm within 30 seconds and 60 seconds accordingly. However, at second inflation, it was noted that the balloon ruptured in the shape of a pinhole. Only the relevant product was removed and the procedure was completed with another of same device. No patient complications were reported.